Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a generator self-test failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating to 'replace the instrument'. During testing, no high-pitched noise was heard. The curved blade remained intact during the self-test. The curved blade was found with surface damage to the curved blade. Scratches and abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. The blade damage was detected by the generator with an error during self-test. An additional observation that was not reported was that the instrument was found with teflon pad damage. There was missing material approximately 0.06¿ x 0.03¿ that was not returned back. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace had an error message stating ¿reduce pressure on blade¿ that occurred frequently. It occurred even if there was no tissue between the blades. The message stated that the instrument should be removed and replaced. After the exchange, the operation could be continued without any major delay. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details could be provided and obtained the following: the customer reported that they could not disclose any information in regards to the defective instrument.